Event description:
The svc report shows that during the incoming eval it was found that all volume related tests as well as the leak test failed by more than 10% of their spec. The nellcor puritan-bennett customer svc technician found that the intake valve leaf was askew enough to create a leak causing volume loss and leak test failures. The svc technician adjusted the leaf to mfg specs. The unit passed final sys testing. No parts were replaced. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to any event.